Event description:
During polypectomy procedure using the hegar dilator and s&n operative hysteroscope, it was reported that the patient experienced a perforation of the uterus. Sales rep. Was present during the procedure in which she stated that visualization was not lost prior to the perforation. A blade was not utilized. The surgeon realized immediately that they were not in the uterine cavity but in the bowel and the procedure was immediately stopped and removal of polyps was not completed. Patient did not require post-operative treatment, however, was given tylenol for pain. The surgeon is an experienced user of this device. The scope will not be returned for analysis because they felt that there was nothing wrong with the scope and has been used in other procedures since this incident. However, the scope is being reported in the complaint due to the inability to identify which device caused the perforation. It is unknown at this time if the patient is rescheduled for additional procedure to remove the polyps.

Manufacturer narrative:
The scope will not be returned for analysis. This scope is still in circulation within the user facility. (B)(4).